Event description:
Boston scientific crm received information that this implanted cardioverter defibrillator (ICD) model 1850 was electively explanted and replaced with this ICD model 1861 without incident. New information received indicates that this pt expired due to unspecified cause. At the time of the pt 's death there were no product performance allegations. A representative of the pt has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
The explanted ICD model 1850 was returned for analysis and was found to be within specification. The ICD model 1861 has not been returned for analysis. It is suspected that the device was buried with the pt. If the device is returned the event will be updated. No additional information is available at this time. If additional information becomes available the event will be updated. On june 17, 2005, guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjunction with other factors, could result in an electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made in april and november of 2002. This device was manufactured before april 2002, and is included in this population.